Event description:
On 1/14/97, co received, from the distributor a letter from a customer complaining of inaccurately low blood glucose readings with the first device. The letter stated the following: "the test strips has been showing a sugar low and it wasn't until I went to the lab. In october and found that my sugar was 358. I had tested it before leaving home and it was 108 using the first device. I came home and called the second device people and they had me check my machine. The machine was good but they sent me a new machine and the first strips still registered many points lower than with the second strips sent me and another bottle of the first strips that I bought which registered the same as the second. "